Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacturer report number 9617229-2023-07633. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: crease flat observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "capsular contracture". Healthcare professional later reported "periprosthetic capsular contracture grade iii". This record is for the left side. Device was explanted and replaced. Device will be returned.